Event description:
Complainant alleged that while attempting to defibrillate a patient complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.